Manufacturer narrative:
The actual device was discarded; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the provided sample, no further testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink continu-flo solution set came loose from the medication bag. This issue was further described as, ¿set fell out of norepinephrine bag when the drip chamber was squeezed¿ and ¿the medication bag did not keep a good seal on the spike¿. This occurred prior to patient use. There was no patient involvement. No additional information is available.